Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (part and lot number unk) is filed under a separate medwatch report number.

Event description:
This is filed to report the leak from the clip introducer. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mr. Two clips were implanted, reducing mr to 1. Approximately 3 months ago, the patient returned with increased mr, with a grade of 3-4. On (B)(6) 2018, a second mitraclip procedure was performed. It was found that one of the initial clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The steerable guide catheter (sgc) was advanced to the left atrium without issue. When the clip delivery system (cds 70206u162) was advanced into the sgc, air was noted in the sgc. The cds was removed and aspiration was performed. The cds was re-inserted into the sgc 3 times, with the same result. The sgc was removed and replaced. The cds was re-advanced, but air was again noted, and it was then observed the cds clip introducer was leaking. The cds was removed and replaced. A new cds was used with the same sgc successfully. One clip was implanted, reducing mr to 1-2. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported for leaks from this lot. Due to the reported information that clip introducer was observed to be leaking, this incident will be evaluated and a product quality issue will be investigated. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.